Manufacturer narrative:
Follow-up #1: date of submission 10/07/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/14/2016 with the following findings: the pump's black box showed evidence of an unexplained pump reboot event on (B)(6) 2016. The battery cap was unable to tighten to the pump due to damaged threads. The battery compartment was cracked. There was an additional crack in the pump casing near the seal. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. The pump failed a leak test as a result of the casing damage. There was moisture found on the internal components of the pump. The display screen was dim and discolored. The audio bolus button was damaged, but still responsive. Correction to serial #. The correct serial number is: (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the subject pump had no power. The reporter also alleged that there is moisture in the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.